Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Additionally, the customer was more active than usual which contributed to low bg. Carbohydrates were consumed to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.